Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0642 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported there was an internal fractured PICC resulting in an extravasation. Extravasation was not a vesicant. Facility reported that the exit site measurement was 45 cm and the fracture was at 42 cm (3 cm into the patient). Facility stated that the patient had large strong arms. The PICC had been in place for about seven weeks. No patient injury reported.